Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported noise problem was not confirmed. Dried body fluid clogged the helix. After cleaning, electrical analysis revealed normal characteristics. No anomaly was found. The damages spotted occurred at the time of implant or explant.